Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged, with reported high thresholds measured after initial implant. Revision was performed, and the patient's rv lead was repositioned. The rv lead remains in use, and no patient complications have been reported as a result of this event.